Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that, shoulder replacement revision was performed due to shoulder instability. Increase from 39mm glenosphere to 42mm lateralised glenosphere was done. Also, poly- insert increase from 39mm +6 to 42mm +9. No further information was provided.